Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness has reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted due to dizziness. The recipient¿s device was discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted.  Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained stated that the recipient reportedly experienced vertigo starting in (B)(6) 2017. In (B)(6) 2017 the recipient reportedly underwent surgical repair of occlusion of the upper semicircular canal. The recipient reportedly experienced decreased performance and tinnitus. After another episode of vertigo, revision occlusion of the upper left semicircular canal and simultaneous cochlear implant revision occurred in (B)(6) 2019. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.